Event description:
On april 25, 2016, 3m was informed about a patient who required a second root canal procedure after a 3m espe lava ultimate cad/cam restorative for cerec crown debonded several times. The crown was initially placed on tooth #30 on (B)(6) 2013. Prior to placement of the lava ultimate crown, the tooth had another type of crown, irreversible pulpitis occurred and a root canal was performed. On (B)(6) 2013, the lava ultimate crown debonded and was re-cemented. On (B)(6) 2013, it debonded again and was replaced with a new lava ultimate crown. This new crown debonded on (B)(6) 2015, at which time it was noted that the root canal was infected and required a second root canal treatment. The role that the multiple debondings of the lava ultimate crown may have played in the need for the second root canal treatment is unknown and prior tooth history suggests that the underlying tooth structure may have been compromised.